Event description:
Surgeon was using a hybrid wire guide within the patient ureter and notice material shedding off from the wire causing it to stay within the ureter and bladder. Surgeondiscontinued use of wire and request a different wire to be used.